Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 168mg/dl at the time of incident. Customer stated that the insulin pump alarmed low battery and reservoir was unable to lock into place. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. Pump had cracked display window, cracked case at display window corner and cracked reservoir tube. Time advanced properly.